Event description:
During the atrial fibrillation, atrial flutter procedure, an error message was displayed stating that the catheter plugged into the precision link was expired. The system was unable to collect the magnetic data, and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
Fsca number: 3005334138-06/09/2022-003-r.

Manufacturer narrative:
Fsca number: (B)(6). The reported event of an expired catheter was confirmed. The device was programmed incorrectly during manufacturing, consistent with the catheter being recognized as an expired/invalid product and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to this complaint investigation.

Manufacturer narrative:
Fsca number: 3005334138-06/09/2022-003-r. Additional information a3. Patient is a male, born in 1953.